Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): pt has had no problems whatsoever since new device implant in 2004, not the previously reported date (B)(6)-2004.

Event description:
It was reported that the patient's first pump (implanted in 2003) stopped working four weeks after implant due to a motor stall. X-rays were taken of the pump to confirm that the motor was not turning. The reporter stated that there was rust in the motor. The pump was replaced. The device system was used to deliver bupivacaine and morphine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2003, product type catheter.

Event description:
Additional information received reported, the patient had no problems whatsoever since (B)(6) 2004.